Manufacturer narrative:
(B) (4). (B) (4). This reported lot number is subject to the recall initiated on february 8, 2010. Therefore, this report requires a 5 day MDR.

Event description:
Procedure: inguinal hernia repair. According to the reporter: the handle was stuck when squeezed and would not open when tacks were deployed. The tacks only deployed half way. A new device was opened to complete the case. There was no report of pt injury, unanticipated blood/tissue loss, or extended operating room time.